Event description:
It was reported that the patient presented remotely via merlin.net with pacemaker in backup vvi operation. The patient was called in hospital. Once in the hospital the patient exhibited shortness of breath and tiredness. A device download was performed successfully. The patient was stable and will be monitored.